Event description:
A report was received that stated a customer purchased a new 4.5 ped tracheostomy. This new trach was then placed in a patient. The customer then reported that they could not pass a suction catheter through the new tracheostomy. The customer then tried a second new tracheostomy and experienced the same issue. The customer stated they are not sure that they purchased the correct tracheostomy and had to switch to a smaller suction catheter. There was no reported harm or injury to the patient.

Manufacturer narrative:
A covidien technical support engineer (tse) spoke with the customer over the phone. The customer reported to the tse that they were using a 10 french catheter for suctioning. The tse discussed that this is a large catheter for the size tracheostomy that they ordered. The customer explained that they have other tracheostomies and only experienced this with two 4.5 ped trachs. The tse explained that replacement tracheostomies will be delivered. (B)(4).

Manufacturer narrative:
(B)(4). One sample of a specialized tracheostomy tube was received for evaluation. A visual inspection was performed and neither ledges nor ridges were observed inside the inner diameter of the cannula. A functional test was performed and a size 10 catheter was inserted and then removed from the cannula no obstruction nor restriction was observed. No failure mode was observed in the received sample.